Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user experienced a hypoglycemic event while using the ilet, queried why the pump was not delivering additional insulin during the low, and was informed that the system reduces insulin when glucose is low; the user self-treated with juice and crackers and glucose rose, with a lowest reported glucose of 63 mg/dl. Symptoms included no reported clinical manifestations. Outcomes included no need for outside assistance and no medical intervention or hospitalization. Investigation included troubleshooting and education regarding system behavior and user meal announcement. Investigation of this case revealed that the event was associated with not meal announcing, which led to pump overcorrection dynamics during the episode, and that the device¿s low-glucose response to limit insulin delivery functioned as designed. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.